Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was implantable neurostimulator (ins) migration. The clinical diagnosis was pain at the ins site. The outcome was resolved without sequelae. Interventions included explanting and replacing the device. Interventions included ins pocket revision. Diagnostic methods included examination. The ins had slipped down the pocket and was very painful for the patient to sit upon as they sat upon the battery itself. The etiology was noted as related to the device or therapy and not related to the implant procedure. Relevant medical history included: spinal pain.